Manufacturer narrative:
The field service engineer inspected the module and noted that the gear pump head has been in use for more than 45000 hours and the measuring cells (mc) for more than 70000 measurements per channel. He also noted that the pinch tubings were not sufficiently installed. All 4 pinch tubings were proactively replaced and mc preparation steps were carried out. Qc was performed and the results were within specifications. The investigation determined that the issue was caused by incorrectly installed pinch tubings/maintenance issue. Product labeling states: "e 602 module pinch valve tubing replacement interval - 3 months, or after measuring 25 000 tests per measuring cell, whichever comes first." "Quarterly maintenance of the e 602 module - you must perform the following maintenance actions at least every 3 months. In this section replacing the pinch valve tubing of the e 602 module (904) replacing the pinch valve tubing of the e 602 module - to ensure proper functionality of the pinch valves, you must replace the pinch valve tubing."

Event description:
The initial reporter received questionable elecsys estradiol iii assay and elecsys cea assay results from 33 patient samples tested on the cobas 8000 - cobas e 602 module. The initial results were reported outside of the laboratory. The estradiol reagent lot number is 63006903 with an expiration date of 31-may-2023. The cea reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.